Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information were unsuccessful. Structural valve deterioration (svd) can result in regurgitation and/or stenosis. In this case, it was reported that svd led to central regurgitation. Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. Based on the information received the root cause of the event remains indeterminable. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient underwent transcatheter valve-in-valve procedure in the mitral position after an implant duration of approximately fourteen (14 years), ten (10) months, due to structural valve degeneration leading to central regurgitation. A 29mm transcatheter valve was implanted inside a disabled 29mm bioprosthetic valve with excellent result. The patient is noted as being in hospitalized in good condition. No additional information is available.